Manufacturer narrative:
No samples returned. The pictures shows scratches and the brass showing through.

Event description:
They have deep scratches as a result of the quality of metal. These are new clamps and normal wear and tear should not reveal such deep scratches to the surface